Event description:
Patient reported a defective device of the vios nebulizer machine. Patient reported it just stopped working. Unknown if missed dose occurred. No adverse event reported. Unknown if available for return. No further information provided. Indication: chronic obstructive pulmonary disease, unspecified.